Event description:
The customer reported a speaker malfunction error code and alleged that audio could not be heard at the bedside monitor. The device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.